Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple unexplained reboots. During testing, the pump powered on properly with audible tones, vibration, and a functional display screen. The pump was exercised for 24 hours with no power loss or call service alarms observed. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was verified by the pump history, but not duplicated during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump failed to reboot. It was reported that there was no damage to the battery compartment or cap and the cap was able to tighten properly. The reporter stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.